Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and was subsequently hospitalized. Reportedly, the customer believes the cause was due to an unspecified stomach bug, however the hospital identified the issue as an unspecified "pump failure." The customer declined to provide additional information regarding the issue.